Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to be verified for any compromised force sensor system alarms or to undergo the prime test due to the motor error alarms. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; he believes that the motor had broken. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer did not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.